Event description:
It was reported that upon remote review of an asymptomatic patient, a single instance of noise was observed on the atrial lead. Other electrical values were normal. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.